Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with injection vancomycin (1g every fifth day; route and duration not reported) and injection amikacin (150mg daily; route and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient outcome and recovery status were unknown. No additional information is available.